Event description:
The customer contact reported that the ground prong on the ac power cord was bent. The pump was returned to the materials management department with an unsigned note that stated, "plug won't work." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong on the ac power cord was bent and could not be plugged into an ac outlet. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).